Manufacturer narrative:
Carefusion complaint #: (B)(4). At this time, the customer has not responded to requests for additional information regarding this event. If the additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported a medium yellow alarm fault and constant transducer (xdcr) fault. It is unknown at the time of call if a patient was on the ventilator or if there was patient harm or injury. Field service was requested to evaluate the device.